Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 6.8mmol/l. Customer was advised that no events leading up to the error. The customer was advised that pump is iw a replacement will be sent out for delivery.